Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30685609m, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an 82-year-old female patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation procedure with navistar¿ electrophysiology catheter. The patient suffered av block requiring a temporary pacemaker and prolonged hospitalization. During psvt procedure the patient had av block about 30 minutes of catheter use. It occurred during slow pathway ablation. Rhythm recovered one hour after the end of using the catheter. A temporary pacemaker was implanted, and the patient returned to the room. The physician's opinions on the relationship between the event and the product: there was no related to the product. The patient outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event. The generator used was a smartablate. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 10-aug-2022, bwi received additional information regarding the event. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was not related with the bw product malfunction. A temporary pacemaker was implanted. The patient required extended hospitalization because of the adverse event but details are unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).